Event description:
A malfunction alarm with code malf 0 was reported, and it was not reset due to the unavailability of a charging pad. There was no reported impact on the customer's blood glucose level as the patient did not have continuous glucose monitoring (cgm) readings. The customer intends to follow up and reset the pump once a charging pad is available.